Event description:
A distributor in thailand reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit "could pass the ventilator leak test at the beginning". There was no patient involvement.

Manufacturer narrative:
(B)(4). B5: amended to include quote from the customer. Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that the rt380 adult dual-heated evaqua2 breathing circuit "could pass the ventilator leak test at the beginning". Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt380 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the complaint rt380 adult evaqua2 breathing circuit. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.